Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to a thoracic aortic aneurysm (taa) procedure. Reportedly, a proglide link break was noticed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.